Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is reported as the aortic neck had a reverse funnel. Currently the vessel morphology was reported as there is disease progression with aortic neck dilatation; 30 mm in diameter at the renal arteries, there is moderate angulation. A recent CT demonstrated a proximal type I endoleak. The physician elected to implant an endurant aortic cuff 32x32x49 and the proximal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device (anatomy related; disease progression, reverse funnel and moderate angulation of the aortic neck); evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression, reverse funnel and moderate angulation of the aortic neck).